Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection between occurred. No additional patient or event information is available. No product was provided for evaluation. Data was provided for evaluation. Data review did not confirm the reported event of signal loss but a failed transmitter error was confirmed. A root cause could not be determined via data. The reported issue of pairing failure is reportable based on the finding of transmitter failure error.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Data review did not confirm the reported event of signal loss but a failed transmitter error was confirmed. A root cause could not be determined via data. The reported issue of pairing failure is reportable based on the finding of transmitter failure error.